Manufacturer narrative:
On-site investigation was performed by distributor's field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in service report, replacement of the maintenance kit including nozzle units solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The defective parts will not be returned for investigation. The device's logs and additional information were requested for further investigation but have not yet been received.

Event description:
It was reported that the ventilator had continuous gas leakage. There was no patient harm. Manufacturer's ref. #: (B)(4).